Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter's date and time was incorrect. The medical surveillance specialist (mss) was unable to obtain any further details after reaching the lay user/patient for follow-up questions on (B)(6) 2011. The complaint was classified based on the conversation between the patient and the customer care advocate (cca). The mss reviewed the call to obtain and verify information. The patient claimed, the alleged issues began on (B)(6) 2011 at approximately 12pm. The patient reportedly manages his diabetes with levemir insulin and is a self adjuster. It is not known what actions the patient took in response to the alleged issue but he claimed he developed symptoms of "dizziness, weakness and sweating" approximately two days later. The patient also reported that he consumed more food/drink on the day he contacted lfs for assistance at approximately 3:30pm. The patient advised the mss that due to the issue he didn't check his blood glucose but could not recall any specific details about how the alleged issue prevented him from testing. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and that alleged issue was a reoccurring problem. The patient stated, the issue did not occur as a result of removing/replacing the battery. The issue was resolved after troubleshooting. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. In conclusion, this complaint is being reported because, the patient allegedly developed symptoms suggestive of hypoglycemia (sweating) after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.